Event description:
A customer observed reproducible, false negative results from a single patient tested on the vitros eci analyzer. An alternate method yielded positive results. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event. Note: this form is two of two mdrs for this event. Two devices were involved. The sample was assayed in duplicate and dilutions were performed to rule out the presence of an interferent.

Manufacturer narrative:
The root cause of the false negative results was determined to be a mutant strain. The device labeling, located in the limitations section of the vitros instructions for use states: "results should only be used and interpreted in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to or infection with virus. Levels may be undetectable both in early infection and late after infection. In rare cases, tests do not detect certain mutant strains." Investigation of this event concluded that the instrument was operating as intended.